Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer is using cold insulin. Clinical support informed customer that using cold insulin is off label per the tandem user guide. Customer was admitted to the hospital for the elevated blood glucose level of 503 mg/dl and moderate ketones. Elevated blood glucose level was addressed intravenously with fluids of saline and insulin. The customer reverted to an alternate method of insulin therapy. Customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.